Manufacturer narrative:
A ge service rep performed an onsite investigation. The communication cable was replaced and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an error message and was down. The system was rendered inoperable. There is no report of pt injury associated with this event.